Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) could not turn off the cardioplegia pump. As a result, an alternate device was employed. There was a slight delay, just long enough to swap out the unit. The surgical procedure was completed successfully, and there was no blood loss or no adverse consequences to the pt. Per clinical review on (B)(4) 2014: after the delivery of the 1st dose of cardioplegia, the perfusionist (ccp) attempted to turn off the cardioplegia water pump of the unit per routine practice. The water pump would not stop. Since a back-up unit was available, the ccp elected to change out the unit for a like unit. Since the cardioplegia dose had already been delivered and a repeat dose was not needed for another fifteen mins, the change out did not delay the surgical procedure. After the tcm ii was changed out, the remainder of the procedure was w/o issue. The procedure was completed successfully w/o associated blood loss and no harm was observed or reported.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00029. The field service rep (fsr) tested the cardioplegia switch panel operation and he could not duplicate the reported issue. The fsr replaced the cardioplegia display board as a precaution. The unit operated to MFR specifications and was returned to clinical use. The suspect cardioplegia display board was returned to the MFR for further eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.